Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during a right colon procedure the device was firing malformed staples. Another device was used to complete the case with no patient consequence.